Event description:
Customer reported the system displayed an overload fault during a case. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and regreased the high voltage connections at the x-ray tube. System operates as intended.